Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had unspecified signs and symptoms of hemolysis. The patient¿s pump was subsequently exchanged. The patient''s international normalized ratio was unknown at the time of the pump exchange or at the time of symptoms. No other information is available at this time.

Manufacturer narrative:
The device was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The report of hemolysis and suspected thrombus was confirmed based on the evaluation of the returned pump. Examination of the blood-contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing. The tissue showed laminated layering, indicating that the ring formed over an undetermined period of time. Examination of the outlet stator found a red, tissue-like thrombus around the outlet bearing. The tissue showed no lamination, indicating that the thrombus did not form in the outlet stator. The observed thrombi would have contributed to the reported hemolysis. The evaluation could not conclusively determine the cause of the observed thrombi. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.